Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy, they were not getting good vacuum and they missed the targeted area of interest. There was no pt consequence, case was completed using the unit and taking additional samples.